Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
As received, two portions of the lead were returned for analysis. The helix end was not returned. Analysis found insulation abrasion at 13.5 to 15.5cm from the connector pin, exposing the df-1 svc cables. The etfe insulations were abraded in this area. The insulation abrasion is characteristic of lead friction to the ICD can. Further analysis noted insulation abrasion on the middle portion, exposing the cables.

Event description:
It was reported that the patient received inappropriate shocks. Upon explant, lead damage was observed.